Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: the instrument cut badly. Opened another. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device was not recognized by generator. The device was activated.